Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would run while in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been returned to the customer unrepaired.